Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the device removed from the artery? Was there any damage to the artery? If yes: how was the artery repaired? Please clarify misfired: did the device fire and then jam? Where there any patient consequences?

Event description:
It was reported that during a cholecystectomy, the clip applier misfired and then jammed on artery and would not open. Patient consequences are unknown.

Manufacturer narrative:
(B)(4). The following information was requested but unavailable: how was the device removed from the artery? Was there any damage to the artery? If yes, how was the artery repaired? Please clarify misfired: did the device fire and then jam? Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 11 conforming; in addition, the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl spring and ratchet pawl were found out of position causing the anti-backup and lockout failures. No conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.